Manufacturer narrative:
The original product reported for this complaint was model #: generic - ez steer nav (tc) and lot #: unknown_d-1292-00. Per the failure analysis lab, the product received for this complaint has now been identified as model #: d-1292-04-s / ez steer thermocool nav 4mm and lot number: 15755808m. The product information has been updated in the complaint from the original generic product information to reflect the product received. Originally the concomitant product reported was a lasso nav variable eco model #d-1343-01-s and lot #:unknown_d-1343-01-s. Per the failure analysis lab, the product received was c3 nav variable lasso model #d-1290-02-s and lot #: 15542617l. It was confirmed with the bwi field representative that the product received is the correct product. The product information for this complaint has been updated to reflect the product received. (B)(4). It was reported during a left atrial tachycardia (l-at) procedure, the coronary sinus was ruptured while ablating with a ez steer thermocool navigational 4mm catheter. Ablation was being delivered with 20 watts. After the ablation was performed, the physician injected contrast to visualize the coronary sinus. The contrast identified a rupture in the coronary sinus. There was no change of vital signs or medical intervention performed. An echocardiogram showed no pericardial effusion. The returned device was visually inspected upon receipt and the catheter shaft was found twisted near the client tip (proximal part of the catheter). This condition was not originally reported by the customer. It is unknown how the shaft was damaged. All the catheters are inspected for defects before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Based on the type of damage, it could have occurred during the return shipment of the device. No exposed wires were detected. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the rupture in the coronary sinus remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported during a left atrial tachycardia (l-at) procedure, the coronary sinus was ruptured while ablating with a ez steer thermocool navigational 4mm catheter. Ablation was being delivered with 20 watts. After the ablation was performed, the physician injected contrast to visualize the coronary sinus. The contrast identified a rupture in the coronary sinus. There was no change of vital signs or medical intervention performed. An echocardiogram showed no pericardial effusion. Upon request to the bwi field representative, additional information was provided on the event. The atrial tachycardia was not terminating. Both the left and right atrium were mapped. Early spots were ablated with no change. The physician stated that the earliest signal was always in cs 3-4. They mapped both the atria in the area near endocardially but could not achieve the correct timing. The physician decided to ablate within the coronary sinus as he was convinced that this was the focus. The ez steer thermocool nav 4mm catheter was advanced within the coronary sinus with the coronary sinus catheter still in place. After the fourth application of ablation with the atrial tachycardia still present, the physician decided to look at the ventricular branches. The ez steer thermocool nav 4mm catheter was withdrawn from the sheath. The first fluoroscopy shot with contrast found that the sheath was not within the coronary sinus. The second shot showed that there was a perforation and the ablation was aborted with a bedside echo performed. There was no tamponade. The user did not experience any difficulty in manipulating the catheter. No changes in impedance.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #:(B)(4). Cool flow pump,u.s. Ship kit, model #: m-5491-02, serial #: (B)(4). Stockert 70 system. Model #: m-5463-01, serial #: (B)(4). Lasso nav variable eco, model #: d-1343-01-s, lot # unknown_d-1343-01-s. Device evaluation anticipated but has not yet begun. Reprocessed coronary sinus catheter non bwi sheath - sro. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4). Event of desc: no evidence of char or indication of steam pop. The patient received 12-15 ablations before the event with the last 4 in the coronary sinus. The rf generator was set to "power-control" mode at 20 watts. The flow setting was set to 15ml. The patient received heparin during the procedure. The act maintained during the procedure was 250 - 300 with a target of 250. The patients updated health status is no further adverse problems.